Manufacturer narrative:
Continuation of d10: product ID neu_ins_stimulator lot# serial# unknown implanted: (B)(6)2023.explanted: product type implantable neurostimulator product ID neu_unknown_ext lot# unknown serial# implanted: explanted: product type extension product ID neu_unkn own_lead lot# unknown serial# implanted: explanted: product type lead product ID neu_ins_stimulator lot# serial# unknown implanted: (B)(6) 2002. Explanted: product type implantable neurostimulator medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient scheduled an appointment to get the products removed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in 2002 after the unsuccessful parkinson's pacemaker trials, the battery was installed. Before the 6th battery change, the battery melted the stitches with intense infection. In (B)(6) 2023, inflammation cleared and battery changed. Afterwards, inflammation occurred again, intense inflammation occurred in the place where the cables on patient's head passed and where the electrodes were placed. In the same period, dementia progressed very rapidly. The battery started to come out of the seams again. The patient has been confined to the bed for 3 months in a private care center for antibiotic treatments and dressing of pus-filled batteries and junctions. With the suggestion of doctors, the patient representative (pt rep) searched for a neurosurgeon who understands the battery, but could not find one. On (B)(6) 2023 the patient have made an appointment, but this doctor is not working on battery surgery. Pt rep states perhaps prolonged battery use caused this reaction, and perhaps inflammation around the battery, cable, and electrode accelerates dementia. Pt rep would like assistance selecting a healthcare provider for the patient. Refer to manufacturer reports 2182207-2023-01372 and 2182207-2023-01373 for related devices.